Event description:
It was reported the video system center had an e333 error code. The issue occurred during a therapeutic laparoscopic cholecystectomy. There were no reports of patient harm, and the procedure was completed with another device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "e333 (touch panel failure)¿ malfunction could not be identified. Olympus will continue to monitor field performance for this device.